Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visual observation reveals signs of activation at the distal tip of the device with clear evidence of erosion on the metallic active tip but in expected condition. The ceramic insulator on the distal end of the device does appear to be damaged. Additionally, a section at the distal end of the tip is missing and was not returned with the device. Hence, confirming the reported failure. No visible damage to the handle or plug. The suction tube of the device does not show any signs of debris within, and appears free from blockage. The device was sent to the manufacturer for further investigation. The manufacturer reported the following: visual inspection of the device shows confirms a missing section of the ceramic as reported by the end user. No electrical or functional testing conducted on the device, as this was not the original complaint. The customer stated that during a procedure, a piece of ceramic ¿fell off¿. Inspection of the device does substantiate this claim. In addition to the missing ceramic section, cracking was also evident elsewhere on the ceramic. Furthermore, a CAPA investigation has been initiated to investigate this issue further in an effort to determine root cause and identify any potential corrective actions. A manufacturing record evaluation was performed for the finished device lot number [u1810019], and no non-conformances were identified. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic rotator cuff repair procedure, when using the device, it was noted that the white ceramic fell off the vapr s90 4.0mm w/integr hdp -ea device. It took about 10 minutes to search for the piece, but could not find it. Because the piece was small and there was flowing saline in the joint cavity, the customer could not confirm whether it was flushed out of the joint cavity or remained in the patient. The current status of the patient is stable and in hospital now. There was a delay in the surgical procedure. There was patient involvement. There were no reports of injuries or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.